Event description:
Tandem mobi cartridge alarm was reported by the customer during the load process. The customer's blood glucose level did not exceed 500 mg/dl. The customer agreed to use multiple daily injections (mdi) as a temporary solution and was informed that a replacement pump would be sent with updated software. Training would be available through their source account, and they were instructed on how to return the problematic pump using a pre-paid shipping label. The caller understood and acknowledged these steps, and the replacement pump was sent by technical support.